Event description:
It was reported to boston scientific that an autocap rx was used for the endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. When they attempted to put the locking device on the ercp scope, it was observed that the packaging was opened and sterility was compromised. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised. Block h11: investigation results the product was not returned for analysis. However, upon media inspection of the photo provided by the account, the device packaging is found to be open with no seal marks present. The reported event was confirmed. As per visual inspection performed to the photo provided, there is no seal or evidence of heat marks on the pouch. Based on all gathered information, the event is assigned a probable cause of manufacturing deficiency, which indicates that there were problems traced to the manufacturing process resulting in an unsealed pouch. An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific that an autocap rx was used for the endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. When they attempted to put the locking device on the ercp scope, it was observed that the packaging was opened and sterility was compromised. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.